Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. It was not reported if the patient was hospitalized for the event. The cause of the event was not reported. On an unreported date, the patient was treated with unspecified anti-inflammatory drugs. Pd therapy was ongoing. At the time of this report, the patient had not recovered from the event. Additional information is not available.